Event description:
It was reported that the subject device had a blurry image. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed blurry/bad image due to white balance issues were caused by component failure of the faulty image sensor (ccd). This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ reference page 39 "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.